Event description:
It was reported that the patient experienced suspected fluid leak in an eleven year old inflatable penile prosthesis (ipp). A revision surgery was performed in which the whole system was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the leak was not confirmed during the procedure. The patient did not experience any adverse events and was doing well after the surgery. No more information available at the moment. Should additional information become available, it will be provided.